Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx aortic valve had the device explanted after seven (7) years, and ten (10) months due to aortic root aneurysm and ascending aortic dissection. The replacement device was a 27mm 11060a valved conduit. Per medical records, patient presented with dyspnea and lightheadedness. Cardiac workup showed severely dilated aortic root. The patient underwent redo-avr with bentall procedure using a 27mm konect conduit, aortic root and ascending aortic aneurysm resection and replacement, coronary buttons reimplantation, and innominate artery cannulation using gelweave graft. Post-op tee showed good position of aortic valve with no other abnormalities. The patient was transferred to sicu and was discharged on pod#9.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx valve in the aortic position, was explanted after an implant duration of 7 years, 10 months due to unknown reason. The explanted valve was replaced with a 27mm 11060a valved conduit.